Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. The cause of the iipv found in the logs was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review (shr) revealed that no issues were identified that may have contributed to the iipv. The device met specifications relative to iipv. This issue is being investigated through a CAPA.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred on (B)(6) 2011 at 10:59 with a drain volume of 4381ml during cycle 4. Largest prescribed fill volume: 2500 ml. There was patient involvement, but no patient injury or medical intervention indicated. This event meets overfill criteria.